Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited an increase in low voltage impedance and capture threshold was above upper limit. No interventions were made. There were no consequences to the patient. The patient will continue to be monitored.